Manufacturer narrative:
One device was received for evaluation. Visual inspection found a broken battery door. The device?s event history log was reviewed for evidence of the reported problem and found ?motor rate error? In the log. To conduct functional testing an occlusion test was performed. Upon testing, motor rate error was found during occlusion test. The work coupling and worm gear not operating as intended was determined to be the root cause. The worm coupling and worm gear were replaced. The lead screw and both clutch halves were replaced as a preventative measure. The device then passed all functional tests. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown, corrected data: health effects corrected.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed motor rate error. No patient injury reported.